Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4), ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4), ((B)(4)).

Event description:
It was reported that a cleo 90 infusion set adhesive fell off after 3 days of use. The patient's blood glucose was reported at 383mg/dl and no ketones were observed. Multiple daily insulin injections were conducted to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00333 and 3012307300-2016-00334.